Manufacturer narrative:
The uninterruptible power supply (ups), lot number: 19050153, was returned and analyzed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no impact to the patient's outcome.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that while in procedure, the camera cart powered off while the system was connected to wall power. The manufacturer representative (rep) was able to replicate the issue outside of operating room (or) after swapping the camera cart and interconnect cable.  Technical services (ts) had the rep remove system from wall power, unable to replicate the issue at this time. The main cart did not lose power when the camera cart powered off. The rep reseated all cables attached to main cart uninterruptible power supply (ups). There was less than an hour delay in surgery. Patient impact was not provided.

Manufacturer narrative:
Continuation of d10: references the main component of the system. Other medical products in use during the event include:   product: 9735787, lot number: unknown the system was serviced in the field and the uninterruptible power supply (ups) was replaced.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.